Event description:
On (B) (6) 2009, the lay patient contacted lifescan (lfs), alleging that her one touch ping meter displayed the error 5 message. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation. There is no indication that the lifescan product contributed to an adverse event: the patient's allegation of injury, stomach ache, does not meet the criteria for serious injury. The complaint is reported because the alleged error 5 issue was unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.